Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection of the returned device confirms the tip is twisted and deformed. The device exhibits signs of significant use and wear. This instrument was manufactured in 2017. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during surgery, it was noticed that the screwdriver release handle had a deformed tip. The procedure had been completed with this device. Surgery was delayed 30 min. The patient was not harmed.